Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep said that the patient coded after implant surgery, as they were ready to transport the patient out of the operation room and the md was scrubbed out. The rep stated that the patient is alive. The rep was not at the case. The rep called back and stated the ins was removed from the patient on (B)(6) 2020. No further complications were reported. No additional patient symptoms were reported.